Event description:
A report was received that the patient developed an infection at the ipg site. The patients pocket incision site opened up and the ipg could actually be seen. It was believed that the incision wound never healed and it kept separating. The physician did pressure stitching to close the opened incision but it was not successful. Infection was believed to be not device related. Antibiotics was prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.